Manufacturer narrative:
(B)(4). It was reported that the patient underwent a surgical procedure on (B)(6) 2007 to treat stress incontinence, a third degree rectocele and a second degree cystocele and pelvic floor repair mesh was used. It was reported that she experienced pelvic pain, infection, rectocele reoccurred, adhesions, fecal contamination. The patient had a hysterectomy on (B)(6) 2009. The patient had a diagnostic laparoscopy and lysis of adhesions on (B)(6) 2009. (B)(4) rectocele reoccurred.

Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2007. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-02195. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary retention.